Manufacturer narrative:
(B)(4). It was reported that immediately after the intraocular lens was implanted it was noticed that the trailing haptic was broken. The lens was cut in 2 pieces across the optic and removed without complication through an enlarged incision. The returned lens was received cut in 2 pieces with one broken haptic. Our investigation identified no product deficiency, suggesting that this event was not caused during the manufacturing process. Patient outcome was not reported. All information available is included in this report.

Event description:
Account reported that after insertion of the intraocular lens into the patient's eye it was noticed that the trailing haptic had broken. The lens was cut in half across the optic and removed by enlarging the incision. No patient issues reported.